Event description:
Neuronetics, inc. Received medwatch, mw5110833, from FDA. The patient alleges that they have had extreme irritability, nausea, headaches, and motion sickness from his tms treatments.

Manufacturer narrative:
Neuronetics was able to contact the patient who reported the medwatch. He provided is medical history, a list of medications he is taking, and his provider who performed the tms treatment. Neuronetics contacted the provider and they confirmed most of the patient's medical history and medications. The provider indicated that the patient had only 4 treatments. After the second treatment the patient reported a spike of nausea on his way home. At the fourth visit he told the treater he was doing better, had some nausea the night before but it subsided. The patient emailed the provider and told them that he could not continue treatment due to his health issues and the 2.5 hour drive to the facility. He suggested he would consider trying tms again if he lived closer to the facility. The provider was not aware of the patient's reported ongoing symptoms. Lisinopril and hydrochlorothiazide carry nausea side-effect warnings. The patient has a history of migraines and vertigo which may also cause nausea. Based on the information provided, it can not be concluded if neurostar advanced therapy contributed to the patient's ongoing reported symptoms.